Event description:
As reported the lv lead impedance was <100 ohms and there was no capture. The patient complaints of phrenic nerve stimulation when the lv lead was tested in other vector configurations. The lv lead was turned off.